Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 4 unopened and 1 open pouches. Analysis and results: there is (B)(4) previous complaint of this code batch. Manufactured and distributed (B)(4) units of this code batch. There are no units in stock. Received four closed samples and one open and unused sample with two sutures inside. There are two visible marks of needles inside the first pack of the open sample as can be seen in enclosed picture. This defect could have been caused by the automatic winding machine during the manufacturing process. The machine took two sutures instead of one in the winding step. Checked all closed samples received and all are the correct ones. The four closed samples have one suture inside. Final conclusion: the complaint is justified. Taking into account that the results of the open sample received does not fulfill the OEM specifications. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be opened if applies.

Event description:
Country of complaint: (B)(6). It was reported that during a surgical procedure a suture package was opened and discovered that there were two needles instead of one in the suture.